Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue.a review of production records and the complaint handling database was not performed because the part/lot numbers were not reported. It was reported that the guide wire was used in a coronary procedure. It should be noted that the command 18 instructions for use states: ¿not intended for use in the coronary or cerebral vasculature.¿ it is unknown if the IFU deviation caused or contributed to the reported event. The reported patient effects of perforation and hemorrhage are listed in the command 18 guide wires instruction for use as known patient effects of coronary procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6: medical device problem code 1494 clarifier- incorrect anatomy.

Manufacturer narrative:
D4: the UDI is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported a left heart catheterization (lhc) procedure was performed. The patient was coughing from the beginning of the case so the physician did not feel an urge to stop the case. The physician did a lhc and dobutamine study first. The patient did receive heparin for the lhc. The physician proceeded with the right heart catheterization and used a command 0.18 wire. The cardiomems sensor was placed with no issues. The coughing started to become more intense when the procedure was completed. The patient started to have hemoptysis and was admitted overnight for observation. The patient was doing fine the following day with no other complications. Per the physician, it is unknown what caused the micro perforation. No additional information was provided.